Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Error messages were reported with the adc device. Customer received a "scan again in 10 minutes" message followed by a "replace sensor" message after 8 days of sensor wear and was unable to obtain sensor readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring administration of a glucagon injection by his wife. There was no report of death or permanent injury associated with this event.